Event description:
Angiodynamic smart port retained portion. Retained catheter is noted extending from the right subclavian/right brachycephalic all the way to the lower svc. There is narrowing in the catheter, likely related to pinched off catheter. The port and the rest of the catheter have been removed.